Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. On the day of the explant, the system impedance was 130 ohms. The electrode was also explanted and replaced. There were no additional adverse patient effects. It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion fault code and beeping tones were heard. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The patient also had episode of syncope went to hospital. The patient is out of the hospital now; and the clinic is not sure if the syncope was coming from the heart or not.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. On the day of the explant, the system impedance was 130 ohms. The electrode was also explanted and replaced. There were no additional adverse patient effects. It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion fault code and beeping tones were heard. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The patient also had episode of syncope went to hospital. The patient is out of the hospital now; and the clinic is not sure if the syncope was coming from the heart or not. The device has been scheduled for replacement later in (B)(6). (B)(6) 2023 explant pg and electrode.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion fault code and beeping tones were heard. A request was made to have data from this device analyzed. The data analysis noted the battery appeared to be depleting more quickly than expected. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The patient also had episode of syncope went to hospital. The patient is out of the hospital now; and the clinic is not sure if the syncope was coming from the heart or not. The device has been scheduled for replacement later in june.